Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery of a myocardial infarction patient with thrombosis. The balance middleweight (bmw) guide wire was used. The thrombosis was aspirated successfully; however, when the thrombosis was removed and put on a filter, it was noted that there was unknown green material in the thrombosis. The physician believes that the green material was teflon from the bmw guide wire; however, it was confirmed that the guide wire did not separate. There was no resistance during advancement or removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The peeling of the guide wire was unable to be confirmed; however there were scratches noted to the teflon. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.